Event description:
On (B)(6) 2026, a patient underwent an ultrasound scanning guided renal biopsy procedure using maxcore instrument. During the procedure, the instrument failed to fire. Unable to complete as 3 passes with clear uss evidence of throw into renal cortex in at least 1 pass, and 2 biopsy guns, gave no tissue sample. No coaxial needle was used. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.